Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed mixing pump. They started therapy around 12:15pm patient temperature has been increasing and the water temperature even though cooling. Then getting an alert 113 (reduced water temperature control). Patient temperature was 35.1c, target temperature was 33c, water temperature was 26.3c, water flow rate was 2.3 l/m. The system diagnostics are outlet monitor temperature (t1) was 26.4c, outlet control temperature (t2) was 26.3c, inlet temperature (t3) was 26.3c, chiller temperature (t4) was 4.4c,  water flow rate 2.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 54 percentage, mixing pump command (mpc) was 100 percentage, heater 0, water reservoir level (wrl) was 5, system hours 7095, pump hours 6448. They advised it appears mixing pump may be the issue and they send to biomed for evaluation. They will swap out to another device. They stated the expected was 6 and the actual was 25. The check of the diagnostics showed that the mixing pump had failed. They would order and replace by them. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (unable to reach calibration temperature). They stated the expected was 6 and the actual was 25. The check of the diagnostics showed that the mixing pump had failed. They would order and replace by them. They started therapy around 12:15pm patient temperature has been increasing and the water temperature even though cooling. Then getting an alert 113 (reduced water temperature control). Patient temperature was 35.1c, target temperature was 33c, water temperature was 26.3c, water flow rate was 2.3 l/m. The system diagnostics are outlet monitor temperature (t1) was 26.4c, outlet control temperature (t2) was 26.3c, inlet temperature (t3) was 26.3c, chiller temperature (t4) was 4.4c,  water flow rate 2.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 54 percentage, mixing pump command (mpc) was 100 percentage, heater 0, water reservoir level (wrl) was 5, system hours 7095, pump hours 6448. They advised it appears mixing pump may be the issue and they send to biomed for evaluation. They will swap out to another device.

Event description:
It was reported, that the arctic sun device was failing calibration for an error 80 (unable to reach calibration temperature). They stated, the expected was 6 and the actual was 25. The check of the diagnostics showed that the mixing pump had failed. They would order and replace by them. They started therapy around 12:15pm, patient temperature has been increasing and the water temperature, even though cooling. Then getting an alert 113 (reduced water temperature control). Patient temperature was 35.1c, target temperature was 33c, water temperature was 26.3c, water flow rate was 2.3 l/m. The system diagnostics are outlet monitor temperature (t1) was 26.4c, outlet control temperature (t2) was 26.3c, inlet temperature (t3) was 26.3c, chiller temperature (t4) was 4.4c,  water flow rate 2.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 54 percentage, mixing pump command (mpc) was 100 percentage, heater 0, water reservoir level (wrl) was 5, system hours 7095, pump hours 6448. They advised it appears mixing pump may be the issue. And they send to biomed for evaluation. They will swap out to another device. Update the related record correctly in the entry description.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.